Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, as the doctor placed the device in patient, while on the abdomen and retracted the trocar, the device¿s pieces were missing and shattered in the patient. In order to resolve the issue, the team began searching the pieces and eventually were able to locate the broken pieces. No reported patient outcome.